Manufacturer narrative:
The reported field event of difficulty in engaging the right ventricular setscrew was confirmed in the lab. However, the issue was found to be consistent with implant procedure. Analysis was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for generator implant procedure. During the procedure, it was found that the novel right ventricular lead could not be connected to the implantable cardioverter defibrillator (ICD) as the set screw failed to be tightened. The procedure was completed using an alternate ICD on (B)(6) 2021. The patient was stable.